Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot 70571 (synthes lot 5812964). Manufacturer: synthes (B)(4). Date of manufacture: jun 23, 2008. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, during an initial implant procedure with synfix-lr at levels l5-s1 for degenerative disc disease/spondylosis, the tip broke off of a synfix mini-open implant coupling. The surgeon inserted the synfix implant and as he pulled off the inserter after unthreading it from the implant, the tip of the inserter broke off. The inserter's broken tip was removed easily from the patient. The implant remains implanted. There was no surgical delay or patient harm. Concomitant devices reported: synfix-lr implant (part # unknown, lot # unknown, quantity # 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed. It was reported that on (B)(6) 2017, during an initial implant procedure with synfix-lr at l5-s1 for degenerative disc disease/spondylosis, the tip broke off of a synfix mini-open implant coupling (part 03.802.200, lot 70571, mfg. 23-jun-2008). The surgeon inserted the synfix implant and as he pulled off the inserter after unthreading it from the implant, the tip of the inserter broke off. The inserter's broken tip was removed easily from the patient. The implant remains implanted. There was no surgical delay or patient harm. The part was evaluated at customer quality and the complaint condition was able to be confirmed. The distal end was missing a tip approximately 11.47mm in length (measured with ca802). The balance of the device is in fair condition with minimal signs of wear and tear. Replication of the complaint is not applicable as the complaint was visually confirmed. A root cause could not be determined as the circumstances at the time of the event are unknown. A possible cause may be attributed off axis loading which lead to the tip breaking. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review, and DHR review were performed as part of this investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.